Manufacturer narrative:
The investigation into the purge issue has been completed. The automated impella controller (aic) was returned for investigation. As stated in the disposable investigation, high purge pressure found during support with pump is likely due to the kink found on the catheter, and the blood ingress under the impeller. The controller failure that occurred during that support was likely due to the kinking on the catheter. Out of an abundance of safety, the purge assembly will be replaced. Before returning to customer, field service will be instructed to replace purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant had a 5.5 support ongoing when the aic was swapped due to purge issues. There was no report of patient harm or injury.